Event description:
Customer called to report the insulin pump has a crack in the reservoir compartment that is getting worse. There are two small cracks on the battery compartment. Blood glucose reading at the time was 177 mg/dl. The customer stated that the cracks are from normal wear and tear. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.